Event description:
A report was received that the pt has bruising and a lot of lumps around the ipg site. The physician gave the pt prescription medicine for her lumps. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.